Event description:
It was reported that the ilet displayed only a backlight with no visible content or functionality after a supply change, and an attempted restart via the mobile app did not resolve the issue, indicating a screen visibility and hardware malfunction. Symptoms included no injury and inability to use the device. Outcomes included disruption of therapy requiring device replacement. Investigation included review of the reported behavior and remote troubleshooting steps. Investigation of this case revealed a device display failure consistent with a screen or display subsystem malfunction, with no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction affecting the display hardware.